Event description:
It was reported that the right ventricular lead had noise on electrogram and impedance out of range. The lead had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).